Event description:
It was reported that the customer received a no delivery alarm and had just changed everything out. Customer declined to speak to the help line and stated that she fixed the issue. Customer mentioned that it is very difficult to upload to carelink, but she was able to upload to carelink after 2 hours of trying. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.